Event description:
International distributor contacted dexcom technical support on (B)(4) 2013 to report that on (B)(6) 2013 a patient experienced a hypoglycemic event. The patient was found unconsciousness on the floor of his pharmacy. His colleague called an ambulance. Patient claims cgm value read 80 mg/dl while blood glucose meter value read 26 mg/dl near time of event. Upon arrival, paramedics administered glucose to patient. At the time of his contact with the international distributor, patient reported being in fine condition.